Event description:
It was reported the patient received the following results within 10 minutes: 376 mg/dl, 78 mg/dl, and 81 mg/dl.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.